Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection of the tip. Further, outer diameter is verified to 100 %. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the physicians event description given in the cnf, the root cause for the complaint event is most likely related to the patients¿ anatomy (i.e., calcified target lesion).

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment. After pre-dilatation, the pulsar-18 t3 was inserted but could not pass the lesion. The device was withdrawn but the tip of the delivery system was found damaged. A shockwave balloon was used, and another stent was implanted to finish the procedure.